Event description:
The customer's husband reported high blood glucose. The customer treated with manual injection. The insulin pump meter reading was high but was not registering. During troubleshooting it was determined that the bolus and the time were programmed incorrectly, the cannula was bent and the customer had been using the same site for insertion for a prolonged period of time. The caller also stated that the customer had been hospitalized due to low blood glucose reading of 27 mg/dl. The caller could not wake the customer up. Paramedics were contacted and they treated the customer with sugar water. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.